Manufacturer narrative:
.

Event description:
The international customer reported the device alarmed and did not operate in ac mode. The device did operate in battery mode. There was no patient involvement.